Event description:
Technical services received a call on 10/05/2011. Caller stated that this patient was infected so they explanted this ra lead. Lead was implanted on (B)(6) 2010. The physician was dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).